Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. During introduction of the 2.50x32mm taxus liberte stent into the unk introducer, the physician felt friction. The taxus liberte device was removed from the introducer and it was noted that the stent was damaged. The device did not enter the patient and the procedure was completed with another of the same device with no pt complications reported. The pt's current condition is listed as "okay".